Event description:
Vascular surgeon, attempted to deploy a medtronic stent (8x60) in the left external iliac from a right common femoral approach, up and over. The stent looked like it deployed, but it was stuck to the delivery system. In trying to get the stent off the delivery system, the stent migrated to the left common iliac, but did not go into the aorta or right common iliac. Vascular surgeon had to deploy kissing I-cast stents, one (8x38) inside the medtronic stent in the left common iliac and another I-cast (8x59) in the right common iliac -kissing means deployed and ballooned at the same time-. Vascular surgeon inserted two 8x4 life stents in the original area of stenosis.